Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain even when not menstruating / pain'), menorrhagia ('abnormally severe menstrual bleeding\ abnormal bleeding(vaginal,menorrhagia )') and genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included cholecystectomy in (B)(6) 2014, cervical biopsy on (B)(6) 2012, bipolar disorder, elevated bp, hypertension, ovarian cyst, endometriosis, herniated disc, flank pain and endometrial ablation. Previously administered products included for an unreported indication: birth control pill from 2002 to (B)(6) 2007 and tramadol. Past adverse reactions to the above products included vision blurred with tramadol. Concurrent conditions included obesity, abdominal pain, uterus enlarged, cervicitis, tachycardia, hypertension and back pain. Concomitant products included ibuprofen (motrin). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping),"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), headache ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("worsening of her anxiety / psychological or psychiatric problems condition: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), mood swings ("onset of mood swings (new ailment)"), migraine ("migraines / headaches"), weight fluctuation ("weight gain / loss specify which one"), dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth"), menstruation irregular ("irregular periods"), loss of libido ("loss of sex drive") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain even when not menstruating / severe abdominal cramping"), uterine pain ("uterine pain even when not menstruating"), arthralgia ("hip pain even when not menstruating"), libido decreased ("significantly diminished libido"), vaginal infection ("vaginal infections") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy in (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, fatigue, weight increased, vaginal discharge, vaginal haemorrhage, migraine and alopecia had resolved, the genital haemorrhage, mood swings, weight fluctuation, dysgeusia, menstruation irregular, loss of libido and abdominal pain outcome was unknown and the abdominal pain lower, uterine pain, arthralgia, libido decreased, dyspareunia, vaginal infection, headache, depression and anxiety had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: lower abdominal pain, headache, anxiety, depression.¿ most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received: abdominal pain was added as a event. Outcomes were added. Reporters were added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating / pain"), menorrhagia ("abnormally severe menstrual bleeding") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's past medical history included bipolar disorder, elevated bp, hypertension, ovarian cyst, endometriosis, herniated disc, flank pain, cervical biopsy on (B)(6) 2012, endometrial ablation and cholecystectomy in march 2014. Previously administered products included for an unreported indication: birth control pill from 2002 to (B)(6) 2007 and tramadol. Past adverse reactions to the above products included vision blurred with tramadol. Concurrent conditions included obesity, abdominal pain, uterus enlarged, cervicitis, tachycardia, hypertension and back pain. Concomitant products included ibuprofen (motrin). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping),"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), headache ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), weight fluctuation ("weight gain / loss specify which one") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain even when not menstruating / severe abdominal cramping"), uterine pain ("uterine pain even when not menstruating"), arthralgia ("hip pain even when not menstruating"), libido decreased ("significantly diminished libido"), weight increased ("weight gain"), vaginal infection ("vaginal infections"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("worsening of her anxiety / psychological or psychiatric problems condition: anxiety"), mood swings ("onset of mood swings (new ailment) "), dysgeusia ("other injury(ies) or complication (s) please describe: metallic taste in mouth"), menstruation irregular ("irregular periods") and loss of libido ("loss of sex drive"). The patient was treated with surgery (total hysterectomy in jun-2014) and surgery (ablation). Essure (ess205) was removed in 2014. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, uterine pain, arthralgia, libido decreased, dyspareunia, fatigue, weight increased, vaginal infection, vaginal discharge, headache, depression and anxiety had not resolved and the genital haemorrhage, mood swings, migraine, weight fluctuation, dysgeusia, menstruation irregular, loss of libido and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: lower abdominal pain, headache, anxiety, depression. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abnormal bleeding, vaginal bleeding, depression, mood swings, headaches, vaginal discharge, weight gain, metallic taste in mouth, irregular periods, loss of sex drive, hair loss are added. Lab data updated. Historical & concomitant drugs , conditions are added. Product, patient & reporter information updated. On (B)(6) 2018: medical record received - new reporter was added. Historical and concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally severe menstrual bleeding"), abdominal pain lower ("lower abdominal pain even when not menstruating / severe abdominal cramping"), uterine pain ("uterine pain even when not menstruating"), arthralgia ("hip pain even when not menstruating"), libido decreased ("significantly diminished libido"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), headache ("headaches"), depression ("worsening of her depression") and anxiety ("worsening of her anxiety"). The patient was treated with surgery (total hysterectomy in (B)(6) 2014). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, uterine pain, arthralgia, libido decreased, dyspareunia, fatigue, weight increased, vaginal infection, vaginal discharge, headache, depression and anxiety had not resolved. The reporter considered abdominal pain lower, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, pelvic pain, uterine pain, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.